Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 8 cubie pocket in position 5 was not being read by the system. A field service engineer (fse) coordinated with technical support and guided the customer through the process of swapping pockets from another drawer. However, the pocket still was not being recognized by the system. The fse replaced the row board on drawer 8 (first row). The drawer was then tested using the tester program, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie was stuck and failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.